Event description:
In 1/2006, microaire received a call from surgery center, indicating that surgery was being performed in the 4th metacarpal, when the k-wire broke off in the patient. Contact indicated that a follow up procedure will be scheduled in order to remove the wire.